Event description:
It was reported that the user experienced repeated insulin delivery occlusions requiring multiple infusion set changes while traveling, culminating in use of their last contact detach 6 mm set and connector; the event resolved only after each supply change, and replacement supplies were arranged. No adverse clinical symptoms associated with hyperglycemia consistent with interrupted insulin delivery. Outcomes included temporary interruption of therapy without hospitalization. Investigation of this case revealed an occlusion of the infusion set consistent with supply-related obstruction, with no device malfunction reported, and resolution achieved through infusion set and connector replacement. It was concluded, based on previously established findings for similar reports, that the cause was occlusion at the infusion site or disposable pathway.